Event description:
Pt reported that back to back tests performed on the surestep meter were 107, 156 and 176 mg/dl (47% difference). Control solution test result (133) was in range. The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.